Event description:
It was reported that the patient was treated with radio frequency device on face and neck. The patient reported on the same day a blister developed on the upper right neck. No system errors were noted during the treatment. The physician saw the patient five days post treatment and noted a 5 mm, white area of "dead tissue" that was not healing properly. A week later the physician performed minor surgery to improve the area, the patient should heal fine.

Manufacturer narrative:
The tip used during the case and the system data card were returned and evaluated. The tip was free from defect an the data card indicated that the treatment levels were not out of the ordinary; however, force errors were noted. The noted error generally is the result of pressing too hard during a pulse. However, it can also occur if the operator slides the tip along the skin during a pulse. It can also appear as a nuisance error due to rf noise. When this error occurs, the user will hear an audible prompt and the console will display an error message in the upper right corner of the screen. The user manual cautions to keep treatment tips evenly in contact with treatment area skin throughout the treatment application. The system senses contact with the skin and deactivates the rf energy if contact is lost. The user manual lists blisters as a possible adverse patient reaction. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The root cause appears to be due to operational context.